Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-01610. It was reported that when, during the hospital stay post implant, intermittent capture was noted on the right ventricular(rv) lead. The x-ray revealed dislodgement of rv lead and retraction of slack on both rv and right atrial (ra) lead. The rv lead was repositioned, and the slack was applied to ra lead. The patient did not experience any adverse consequences.